Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -7.0 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was replaced with a same size , different diopter (sphere/cylinder/axis) lens due to refractive surprise(assessed on (B)(6) 2023). The problem was resolved.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).